Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck onto the magnet inside of the housing. The instrument was found to have a workmanship issue. The instrument had a loose set screw within the grip ring. A loose set screw can cause the grip ring to become dislodged which can lead to a failure with grip functionality. To determine if the screw was loose, the screw was tightened which caused the grip ring to work properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument's jaws no longer opened. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was noticed. A right hemicolectomy procedure was being performed for mesenteric treatment with the mesocolon as the target tissue. The jaws were not stuck on tissue when the issue occurred. The jaws were opened with a grip release slider. There was no adverse effect to the tissue or unexpected removal of tissue. There also was no bleeding. A new vse instrument was used and the procedure was completed robotically. There was no injury to the patient.